Event description:
It was reported that this right ventricular (rv) lead had exhibited a history of high threshold measurements as well as loss of capture. Surgical intervention was later performed and the rv lead was explanted and replaced. The physician suspected scarring around the lead tip to be the cause of the reported clinical observations. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.